Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level was 526 mg/dl. Customer treated their high blood glucose level via manual injection. Customer advised their healthcare provider believed the insulin pump did not properly work. Customer followed up with their healthcare provider since they were unable to resolve the infusion set issue. Customer experienced issues with their infusion set and site and believed the insulin pump might have under delivered insulin.

Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Pump passed the dat test at .08755 inches. Unit downloaded on carelink properly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.